Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a patient notifier on (B)(6) 2018 and presented in the hospital for a device check. Upon review, their implantable cardioverter defibrillator exhibited back-up operation possibly due to event queue overflow. The device was successfully restored. The patient did not experience any adverse consequences.